Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 35v power supply failure occurred. The device was in use on a patient at the time of the reported issue. There was no harm to the patient or user.

Manufacturer narrative:
Per a good faith effort (gfe) response received, the customer found an agent to replace the power management (pm) printed circuit board assembly (pcba) to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.